Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the display of the infusion device is broken. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval. A preliminary eval revealed the infusion device display was broken due to a mechanical impact and mishandling of the product. The broken display could lead to misinterpretation of insulin delivery amounts. Further info and the eval results will be sent when the investigation is complete.